Manufacturer narrative:
The reported event has been confirmed, as the surgeon provided images that clearly show the backed out screws. Patient scans showed presence of heterotopic bone and a revision surgery will be performed to remove and replace the implants. Based on the investigation there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue.

Event description:
It was reported there will be a revision surgery performed to replace the left tmj implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported there will be a revision surgery performed to replace the left tmj implant.